Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage. The balloon ruptured and was unusable resulting in a loss time. The device was immediately replaced by another unspecified device in the operating room due to the postpartum hemorrhage. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is currently unavailable.

Event description:
Additional information received on 18dec2025: the patient experienced an estimated blood loss of 500ml during the placement of the device. Total blood loss was 1000ml. The patient did not require any blood transfusion.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. Investigation ¿ evaluation. As reported, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage. The balloon ruptured and was unusable resulting in a loss time. The device was immediately replaced by another unspecified device in the operating room due to the postpartum hemorrhage. The patient experienced an estimated blood loss of 500ml during the placement of the device. Total blood loss was 1000ml. The patient did not require any blood transfusion. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.